Event description:
I had mcghan style 153 silicone breast implants put in on 10-26-1998 and since than I have developed multiple bii symptom's along with both implants developing ruptures in both implants along with capsular contracture. Severe pain in both breast and unexplained rashes on and around my chest and implants. Chronic inflammation, cancer, multiple unknown lung nodules, skin rashes, asthma, major chronic fatigue, brain fog, memory loss, muscle and joint pain, new and persistent lung infections, swollen and tender lymph nodes neck, anxiety and depression, ears ringing, digestive issues. FDA safety report ID# (B)(4).